Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "double beeping" issue after power up when batteries are inserted during the investigation. Signs of fluid ingression found on pump by the chassis base of the occlusion sensor which caused the "continuously beeping" issue. The downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.